Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mg9k, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that he had a "terp procedure, where they kind of rotor rooter your bowels." This was done on (B)(6) 2015 and the patient did not feel like they needed stimulation anymore. Since then, they felt like they were going too much and were wetting their pants so they wanted to try turning the device off to see if that helped. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, pelvic pain, and fecal incontinence. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that therapy never worked for him. The patient got the transurethral resection of the bladder (turb) procedure where they went up and used a laser. The patient was doing fine now and the problem was that he had a blockage. The patient wanted the device removed, so if he had to have an MRI. The patient was going to talk to his managing doctor about removing it.